Manufacturer narrative:
Zimmer biomet (B)(4). Lot number of the screw was not provided. Device manufacturing date is unknown.

Event description:
It was reported that the patient came in with a loose screw retained crown. The screw ended up to be fractured in the patient's mouth. The doctor was unable to remove the fractured screw and instead had to remove the implant. Tooth #19.

Manufacturer narrative:
A scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, blood, and a fractured screw inside of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report g3: date pce/investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem codes h10: manufacturer's narrative

Event description:
There is no update to the original complaint description provided.